Event description:
Pt was revised to address hip pain and some squeaking.

Manufacturer narrative:
The report states: patient was revised to address hip pain and some squeaking. Doi: (B)(6) 2008 - dor: (B)(6) 2010 (left side). Update: (B)(6) 2011 - medical records received. Revision operative report indicates that corrosion was found between the stem and the adapter sleeve. Lot numbers were identified. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search and/or a review of device history records were not possible as the necessary lot codes were not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard eval.) Further analysis regarding the asr product family will be documented, as determined pertinent, in wwcapa (B)(4) . Based on the inability to determined a root cause, the need for corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.